Event description:
It was reported that the target lesion was located in the left anterior descending artery, with a vessel diameter of 3.0 mm, and a lesion length of 15 mm. The vessel had heavy tortuosity, heavy calcification, was concentric, de novo with a 90% stenosis. Predilatation was performed with the voyager nc 3.0 x 12 mm; however, the balloon ruptured on the first inflation of 18 atmospheres at 10 seconds. In spite of the heavily calcified lesion there was no resistance noted during advancement or retraction. A new voyager dilatation balloon was used and a xience v was deployed to complete the procedure. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture during use in the patient anatomy. A new indeflator filled with water was used to pressurize the balloon catheter. Fluid did not advance through the inflation lumen. After two days of being left pressurized in a warm water bath, fluid leaked out of a pinhole in the middle of the balloon. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Shredding was observed on the inner and outer surfaces of the balloon. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was reported as heavily calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, such that the balloon ruptured upon the first inflation at the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents; there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.